Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient takes a blood thinner, and after his spouse inserted a new sensor, he had bleeding at the insertion site. They used a compression bandage and an ice pack, but it did not stop the bleeding. In the afternoon the spouse took the patient to the emergency room (ER) and he was administered an unspecified coagulant. At the time of the report the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.